Event description:
Peep settings not stable. Infant placed on vent after intubation. Peep was jumping all over the place, on led readout as well as manometer. Vent changed out. Biomed findings: vent had been cleaned and checked before it was rec'd by biomed. Ran pre-use checks, chapter 6 operation manual. Passed. Performed calibration checks with only minor adjustments made. No problem found. Settings: fi02 1.00, rate 20, simv, tidal volume 70, peep 6.